Event description:
It was reported that the interpulse handpiece was leaking an unknown substance upon opening. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed. Not returned to manufacturer.

Manufacturer narrative:
Upon evaluation, the battery holder was opened and (2) corroded / exploded batteries were discovered. The battery holder contacts were also corroded were batteries were observed corroded as well. A new battery pack was connected to the handpiece and it turned on properly. The handpiece internal and external components, including the electrical cables, were inspected and found to be properly assembled, therefore, the claimed ¿battery leak¿ condition was confirmed. Based on the results of the unit evaluation, the most probable root causes for the corroded / exploded battery inside the battery pack were identified as internal battery malfunction, an incorrect component / electrical system assembly, or improper handling during unit usage producing a do not work condition.

Event description:
It was reported that the interpulse handpiece was leaking an unknown substance upon opening. There were no patient or user injuries, and no adverse consequences.